Event description:
The pt received the scs system on (B)(6) 2010. It has been reported a surgical intervention was undertaken to revise the pt's ipg pocket site as it was causing the pt discomfort due to the ipg moving around in the pocket. The physician used suture holes to tighten the tissue around the ipg. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.